Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that requested to meet with patient (pt) for implant check. Pt noted increased symptoms of increased frequency, urgency, and pressure with urination. Pt noted the increased symptoms have occurred for about one week. Pt noted they had a micro; noted for about one year the device (battery and therapy setting) has shut off automatically despite being recharged. Pt noted an occasional shock sensation; noted the shock starts in the right butt cheek and travels to the lower back near the pocket site. Pt noted a shock sensation when placing the recharger on their skin as well. Pt noted the shocking sensation has occurred on occasion for about one year. Pt denied any other associated symptoms. Rep checked battery; initially battery would not connect to programmer noting the battery was off. After a few tried to reconnect, battery connected to programmer. Rep checked impedance, no impedance issue noted. Rep checked battery level; battery noted to be at 100%. Rep checked therapy; therapy noted to be off. Rep checked settings, cycling was not on, continuous therapy was noted to be enabled. Pt noted they did not turn therapy off; therapy has just been turning off on its own. Rep checked all 7 programs: program 1 - 0.8, tapping, right inner thigh program 2 - 1.0, pain, right butt cheek program 3 - 1.4, numbness, right gluteal fold program 4 - 0.7, numbness, right gluteal fold program 5 - 1.1, numbness, right gluteal fold program 6 - 1.0, numbness, right gluteal fold program 7 - 0.9, tapping, right gluteal fold. Rep programmed pt to program 1 at 0.5 per to request. Pt noted they wanted the device to be programmed and did not want to leave the program off. Pt noted going forward they were interested in switching back to the non-rechargeable x battery. Pt noted they will schedule an appointment with hcp to discuss an explant of the micro and implant of the x system. Pt denied further needs/concerns at this time. Rep provided this update to lpn. They noted will update md and scheduled patient for an appointment with md to discuss getting new system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the therapy turning off on its own was not determined, but it sounded like a battery malfunction. They talked with the patient about getting a non-rechargeable implant. It was unknown regarding; if the shocking sensation was felt only during a recharge session, if a layer of clothing was used, or if the belt was used. They indicated that the steps taken to resolve the issue was the patient getting a new system.

Event description:
No new information for event description.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.